Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms occurred. No ramping numbers noted. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was performed. The device was returned for analysis.